Event description:
Boston scientific received information that high out of range pacing impedances were noted on the right atrial lead, as well as high pacing thresholds on the left ventricular channel. Upon further inspection it was noted that the setscrews were loose and open retightening the right atrial setscrews and securing the lead normal pacing impedances were obtained. It was noted that the increase in pacing impedances was a result of a micro dislodgment of the left ventricular lead. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.